Event description:
IV pump was found to be unplugged. I plugged it in while it was infusing IV fluids. After it was plugged in, it began to flash a battery error on the screen and beeping. I promptly stopped the IV pump, unhooked the IV line from the pump, and used a different pump for infusion. I set the error pump in the corner and learned later that we were to call a safety stop on these particular errors. Pt was not affected by this error. Uid - not recorded.